Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The blood leak was visually observed at the initiation of treatment. Blood was visually observed in the dialysate outflow line. A visual inspection of the dialyzer by the facility found no defects on the device. There was no pt ill effects. Sample was discarded by the user facility; sample is not available.